Event description:
The customer reported that there was a fluid leak of a few drops from the act diff 2. The leak was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were associated with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse indicated that the customer replaced a defective probe rinse block to resolve the leak. There was no need for onsite service. Upon recur of the failure mode identified; it is likely to impact results for all parameters due to sample quality error from contamination of the sample tube during aspiration and/or sample carryover from inadequate piercing of the sample. (B)(4).